Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture on an unknown date. An x-ray was performed and conductor fracture was observed. According to the implanting physician lack of rv lead slack was noted on (B)(6) 2018 during routine generator exchange due to the growth of the patient. The physician believes that the rv lead conductor broke due to extreme lead stretching secondary to growth of the patient. The rv lead was capped and replaced. The patient was discharged from the hospital after the procedure.